Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was able to confirm the reported problem through the events log and also duplicated the reported problem during the functional check. This is a known issue which can be referenced with CAPA: 000000281. The issue was resolved by shipping the customer (B)(6) replacement, main pcba on 29jun2021.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit is alarming for xdcr fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.